Event description:
It was reported that the patient experienced fatigue and shortness of breath. The patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported.

Manufacturer narrative:
(B)(4).